Manufacturer narrative:
(B)(4)

Event description:
Additional information was provided by the surgeon, who reported that on the first postoperative day hyperemia, anterior chamber cells and anterior chamber flare were observed and the patient experienced blurred vision. The symptoms recovered after the initial medical treatment. Three weeks later the steroid and antibiotic dosage was decreased from 6 times to 4 times. The surgeon clinical judgment is that the event was non-infectious. It was improved by rock (rho-associated protein kinase) inhibitor drug.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that on the first day following an intraocular lens (iol) implant procedure, bullous keratopathy was confirmed in the patient eye. Shiny powdery foreign materials were fluttering in the patient's eye and a white spot (descemet fold) appeared additionally at the center of the cornea. A cloudy cornea and the visual acuity was found to be decreased. This is suspected to be toxic anterior segment syndrome (tass). The antibacterial treatment dose was increased to 6 times a day and antibiotic medications were prescribed. The lens remains implanted. There was no indication that a bacterium inspection has been performed. Additional information has been requested.

Manufacturer narrative:
Alcon is conducting an ongoing investigation of reports of post-operative inflammation that were reported in cataract surgery patients implanted with restor and restor toric family of iols in (B)(6) since (B)(6) 2015. In the interest of patient safety, all restor and restor toric iols were voluntarily recalled from the (B)(4) market on (B)(6) 2015 and surgeons in (B)(6) were advised not to implant the restor and restor toric family of iols. Following this recall, an increase in the number of cases of post-operative inflammation were reported for acrysof® iq toric iol models sn6at6, sn6at7, sn6at8 and sn6at9. Therefore, on (B)(6) 2015 the voluntary recall was expanded to include these additional lens models. Evaluation summary: the customer indicated the use of an approved cartridge and handpiece. The cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On (B)(6) 2015 the impacted product was put on voluntary hold in the japanese market and issuance of the market caution letter. On (B)(6) 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. (B)(4).

Event description:
Additional information was received on a questionnaire from the surgeon, who provided further details of the events reported. The patient problem was documented as aseptic endophthalmitis and bullous keratopathy. Descemet's fold occurred just after the iol insertion and anterior chamber inflammation was aggravated. On the first postoperative day, the corneal descemet's fold was strong and bullous keratopathy developed. No hypopyon. Mild level of anterior chamber inflammation. A medication was added for the endophthelium damage. The steroid mediation was increased. Approximately two weeks later, the descemet's fold was confirmed to be improving. The following week there was no anterior chamber inflammation observed and the medication treatment was decreased. The visual acuity began to increase two weeks later and the endothelial cells were counted as 619 cell/mm2 for the first time by speculum. The descemet's fold improved. There was no bacterium inspection performed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided in a literature article, which indicates that exacerbation of astigmatism was observed on postoperative day 9. The iol was tilted 90 degrees. Corneal transparency was confirmed and the patient had finished all prescribed medication. According to the author, we experienced a case of tass after toric iol insertion. Although tass improved with conservative treatment, rotation of the iol axis occurred. The rotated axis resulted in increased astigmatism.